Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that it was possible for over infusion and device had been programmed incorrectly. The reservoir volume was beeping 'low'. Settings reviewed: a continuous infusion rate of 2.2 ml/hour had been programmed, with a total reservoir volume of 4.3 ml and given 68.55 ml. The drug label reviewed seeing tbvi 74 ml. No hourly rate located. The IV had been pulled out and they went back to have it replaced. The pump had been emptied for the last 2 hours, and it ran too quickly. The pump had been powered off. The event occurred while in use with a patient, and there were unknown signs or symptoms experienced.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.